Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the failure of the connector resulted in a complete loss of image. The customer's originally reported issue was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that a connector on their visera pro video system center failed in an unspecified fashion. The issue did not result in any delay, and the issue was found during inspection of the device prior to use. The procedure was finished with a replacement device. Upon inspection and testing of the returned unit, it was discovered that the failure of the connector resulted in a complete loss of image. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to bad connector of the s7p connecor u being loose. The cause of the loose connector could not be identified. Olympus will continue to monitor field performance for this device.